Event description:
Subsequent to the initially filed report, the following information was received: the 5.5x200mm supera self-expanding stent system (sess) felt resistance with the previously implanted stent during removal, and force was used. The stent became twisted, and the tip of the sess was separated and was located in the stent. It was confirmed that no portion of the sess remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed due to the condition of the returned unit. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation determined that the reported difficulties were related to case circumstances. The difficulty advancing, deployment difficulty, material separation, material deformation and difficulty removing were all likely the result of interaction with the previously implanted bare metal stent from 10 years prior. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number: e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous, 70% stenosed popliteal artery. There was an unspecified bare metal stent that was previously implanted 10 years prior. Atherectomy was performed, and an armada 18 balloon was used for pre-dilatation twice for two minutes at eight atmospheres each. A 5.5x200mm supera self-expanding stent system (sess) was advanced and felt no resistance when crossing the previously implanted stent. The supera stent was in the process of deployment when it was noted that a stent strut from the previously implanted stent had detached from the stent and was inhibiting the supera stent's deployment. The detached stent strut interacted with the nose cone of the supera, and ultimately, the supera stent could not be fully deployed, despite several attempts. The supera stent and the detached stent strut were retracted into the sheath and completely removed from the patient. Angiography was performed to confirm there were no other detached struts, and that the old stent was okay. A new same size supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.